Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a promus rx 3.5 x 28 mm was being deployed in a proximal right coronary artery lesion. Upon inflation, it was noticed that the balloon was not holding pressure. Contrast coming out of the stent delivery balloon during cine. There appeared to be a pinhole leak in the proximal edge of the stent delivery balloon. The physician successfully deployed the stent and removed the delivery balloon. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the inflation lumen and hub and on the balloon. There was no contrast visible. The balloon was loosely folded. There were multiple kinks in the distal shaft, for a length 19.3 cm distal to the guide wire exit notch. There was a kink in the hypotube (bayonet) and outer member 2.2cm proximal to the guide wire exit notch. There were multiple kinks in the hypotube distal to the strain relief tubing. There was no other damage noted to the sds. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to rbp (16atm), when fluid came out of a pinhole in the balloon. There was a pinhole in the balloon 1.5 mm distal to the proximal balloon marker. There were two scratches in the balloon, 1 mm distal to the pinhole, for a length of 1.5 mm and 2 mm distal to the pinhole, for a length of 1.5 mm. The device was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.